Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease. The 90% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted in the middle of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.